Event description:
It was reported that the left cylinder of this inflatable penile prosthesis incorrectly seated causing the penis to look irregular and causing patient discomfort. The left cylinder was explanted and replaced. No further patient complications were reported.